Event description:
The customer reported that there was a stator not on error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motor control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.